Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05321. It was reported that recapture difficulty occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A 30mm watchman delivery system was used with a watchman access sheath. When they were trying to recapture the device resistance was felt getting the feet back into the delivery system. They pulled the device and catheter into the left atrium and physician was more forceful and finally able to recapture it. They removed the entire system and completed the procedure with another of the same device of each device. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: examination of the returned complaint device revealed no damage or irregularities to the shaft of the device. Functional testing was performed by loading the returned wds into the was with no resistance. An attempt to recapture the implant was unsuccessful, due to damage on the wds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that recapture difficulty occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A 30mm watchman delivery system was used with a watchman access sheath. When they were trying to recapture the device resistance was felt getting the feet back into the delivery system. They pulled the device and catheter into the left atrium and physician was more forceful and finally able to recapture it. They removed the entire system and completed the procedure with another of the same device of each device. No patient complications were reported.